Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The complaint of unresponsive keypad buttons was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad cover was removed and there was no evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was found to be detached. The functionality could not be tested due to the detached button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.